Manufacturer narrative:
An event regarding limb length discrepancy involving an unknown knee implant was reported. This event was not confirmed. Method & results: device evaluation and results: not performed as product remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
It was reported through the stryker facebook page, "had both knees done (B)(6) 2015. After 8 years I have constant pain and extreme swelling in both knees. Walking is worse now than before. I cannot kneel, cannot get out of a bathtub, only showers for 8 years. I have had 15 falls because the of my knees. The last 2 falls I hit my head. My balance is off and 1 leg is shorter than the other. I have had physical therapy multiple times over the years and it has not helped. Tests show no damage to the appliances but I believe they are too large for my bone structure. I can not do many of the things I could do before tkr." This report addresses the patient's left knee.